Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The pusher assembly was kinked in multiple locations. The embolization coil was detached from its pusher assembly. The pull wire was retracted out of its distal detachment tip (ddt). Conclusions: evaluation of the returned device reveal that the penumbra coil 400¿s (pc400) pusher assembly was fractured and the embolization coil was detached. This type of damage typically occurs due to improper handling during use. If the pusher assembly is kinked and subsequently straightened, damage such as a fracture may occur. Further evaluation revealed that the embolization coil was detached from its pusher assembly. If the two fractured segments are separated during retraction and the pull wire is retracted out of its ddt, the embolization coil will detach from its pusher assembly. The pusher assembly was also kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return to penumbra. The root cause of the reported resistance could not be determined. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra coils 400 (pc400s). During the procedure, the physician deployed and detached three pc400s in the target vessel using a px slim delivery microcatheter (px slim). While attempting to advance a new pc400 through the px slim, the physician experienced resistance after advancing the pc400 half way through the px slim and the physician decided to retract the pc400. However, while retracting the pc400, resistance was encountered again and subsequently, the pc400 unintentionally detached after being retracted five centimeters into its introducer sheath. Therefore, the detached coil was removed from the rotating hemostasis valve (rhv) of the px slim and the procedure was completed using sixteen additional coils and the same px slim. There was no report of an adverse effect to the patient.